Event description:
It was reported that during a pci/stenting procedure, balloon deflation difficulties were encountered post stent deployment. The infflted balloon was retracted back to the guidewire catheter, and the entire system was removed without incident. No further information is available, however, additional information has been requested. No pt injuries or complications were reported. Pt status is listed as "okay."